Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak could not be determined. It is possible that the user technique contributed to the reported leak; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), a leak was observed while testing the hemostatic valve. The device was not used, and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.